Event description:
I have the dexcom g6 reader and the reader told me I had 0 number and I'm low. Desplaines fire department came out took my blood sugar on their machine it was 400. My sons android told me I'm right, the dexcom g6 reader is not giving me right reading and throwing up errors when it feels like I can't have the blood sugar reading.